Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant, a low sensing threshold was noted on the right ventricular (rv) lead during positioning. The physician elected to explant the rv lead and implant a new one to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed no anomalies. The reported event of low sensing threshold was not confirmed.